Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 55, 45 and 41 mg/dl; customer also stated he had obtained a result of 36 mg/dl. The customer¿s expected blood glucose test result ranges are 80-90 mg/dl am fasting and 150-160 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/18/2025 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: result 1: 217 mg/dl, date: (B)(6)2023, time: 9:10 pm, fasting. Result 2: 121 mg/dl, date: (B)(6)2023, time: 4:39 pm, fasting. Result 3: 144 mg/dl date: (B)(6)2023, time: 8:43 am, fasting. Result 4: 55 mg/dl date: (B)(6)2023 , time: 10:09 pm, fasting. Result 5: 131 mg/dl date: (B)(6)2023 , time: 5:55 pm, fasting.